Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Insufficient information to define what is meant be serious adverse event query in progress.

Event description:
It was reported that bd insyte autoguard defective catheter breaks. The following information was provided by the initial reporter, translated from spanish to english: description: poor quality peripheral catheter causing rupture in the incision support and causing damage to the skin. Damage to the operator was reported- 4025979. Classified by the customer as: serious adverse incident. Catalog number: 381823, batch number: 4025979, date of knowledge: september 25, 2024, date of occurrence: not reported, there is no available sample and/or photographs for evaluation.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381823 and lot number 4025979. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.